Event description:
I purchased this pump for over (B)(6) and tried several times and would get no milk, but with other pumps, I would get plenty. I even had facetime calls to try to get the pump to work. Still never did. Definitely decreased my milk supply. After several weeks of trying I had to switch to another pump.